Manufacturer narrative:
Ortmaier, r., filzmaier, v., hitzl, w., bogner, r., neubauer, t., resch, h., & auffarth, a. (2015). Comparison between minimally invasive percutaneous osteosynthesis and locking plate osteosynthesis in 3-and 4-part proximal humerus fractures orthopedics and biomechanics. Bmc musculoskeletal disorders, 16(297). Retrieved (B)(6) 2015. This report is for unknown humerusblock system/ unknown quantity/unknown lot. Unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: ortmaier, r., filzmaier, v., hitzl, w., bogner, r., neubauer, t., resch, h., & auffarth, a. (2015). Comparison between minimally invasive percutaneous osteosynthesis and locking plate osteosynthesis in 3-and 4-part proximal humerus fractures orthopedics and biomechanics. Bmc musculoskeletal disorders, 16(297). Retrieved (B)(6) 2015. (B)(6). During a study period of 3 years, 30 patients treated with angular stable plates, philos plate, for age, gender, fracture type and handedness (dominant or nondominant) to 30 patients treated using the humerusblock. This is for a (B)(6) female, with a humerusblock system, with a 3 part type fracture. Patient underwent retrieval of the pins, 2 weeks postoperatively, due to pin perforation with the pin tips aimed at the glenoid surface. Patient did not experience delayed healing. This report 9 of 10 for (B)(4). This report is for unknown humerusblock system. A copy of the literature article is being submitted with the medwatch.